Event description:
Pt had total knee replacement surgery on 02/27/1997 and experienced on going pain. Arthroscopy performed and revealed that the polyurethane had delaminated. Pt underwent a revision of the total knee on 12/16/97 and is doing well.